Event description:
The customer reported that while doing the opcheck, they get a message to service the unit. No pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.